Event description:
It was reported that black splice tape was present between the seals of five packaged bd insyte¿ autoguard¿ shielded IV catheter units. The following information was provided by the initial reporter, translated from (B)(6): "we have received a carton containing 50 products, five each of which are packed in packages with perforation as a set. As for one set, fm like a black vinyl tape is adhering to the package." Via bd investigation: "during the visual examination, it was observed that black tape was present across the top web and between the seals of five of the units. [The] reported defect was confirmed. The black tape was identified as splice tape."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received fifty unopened units and four photos. During the visual examination, it was observed that black tape was present across the top web and between the seals of five of the units. The reported defect was confirmed. The black tape was identified as splice tape. Sensors are used during the manufacturing process to detect the black tape and stop printing. It is the operator¿s responsibility to ensure that the unit is rejected. The presence of black tape indicates that the defect is related to operator/ manufacturing error. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received fifty unopened units and four photos. During the visual examination, it was observed that black tape was present across the top web and between the seals of five of the units. The reported defect was confirmed. The black tape was identified as splice tape. Sensors are used during the manufacturing process to detect the black tape and stop printing. It is the operator¿s responsibility to ensure that the unit is rejected. The presence of black tape indicates that the defect is related to operator/ manufacturing error. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black splice tape was present between the seals of five packaged bd insyte¿ autoguard¿ shielded IV catheter units. The following information was provided by the initial reporter, translated from (B)(6): "we have received a carton containing 50 products, five each of which are packed in packages with perforation as a set. As for one set, fm like a black vinyl tape is adhering to the package." Via bd investigation: "during the visual examination, it was observed that black tape was present across the top web and between the seals of five of the units. [The] reported defect was confirmed. The black tape was identified as splice tape."